Manufacturer narrative:
The reported complaint of battery longevity estimate discrepancy was confirmed. Based on the information provided, it appears that the longevity estimates discrepancies are legitimate. The leadless pacemaker (lp) was exposed to substantial interference coming from an abandoned co-implanted competitor pacemaker that caused the lp's i2i receivers to turn on many times a minute and leading to a substantially larger current demand and correspondingly shorter projected remaining longevity. This is why the longevity was shorter in comparison to similarly programmed devices. The device is performing per design.

Event description:
It was reported that physician expressed concerns that the battery life of a right atrial (ra) leadless pacemaker (lp) was lower than expected. Patient was stable and no intervention was reported.